Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced shocking and burning sensations, and migration of bilateral leads. Surgical intervention was undertaken wherein the leads fragmented and remain partially implanted in the patient.